Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed, and the cause is determined to be use-related. The device returned was a 23 cm hemostar straight dialysis catheter, with various other components. Visual observation showed that the returned components included a hemostar 23 cm hemodialysis catheter, two end caps, one tunneler, one introducer needle, two dilators of different sizes, and one j-tip guidewire in its hoop with trigger dispenser. The catheter showed residue on the cuff and inside each of the extension legs. Both legs were clamped. Residue was also found on the thicker dilator and the tunneler. By removing the wire with the trigger still on it from the rest of the hoop, it was found that the wire was significantly deformed. There were multiple coils within the distal (j-tip) end and a bend between the proximal 20- and 30-cm depth marks. What appeared to be blood residue was found on the proximal (non j-tip) end. Functional testing showed that when it was attempted to pull the guidewire out of the hoop, hardened residue within the trigger region prevented advancement. Pushing the wire back into the hoop revealed that the wire was again blocked by dried residue. A kink near the j-tip was revealed at this point. Microscopic evaluation showed that the wire was kinked near the distal end. Adjacent coils were out of alignment. This kink was found to be about 3.3 cm from the arch of the j-tip. Both tips of the guidewire were found to be intact. Tactual evaluation confirmed the presence of what appeared to be blood/tissue residue and also the kink and the bend mentioned. The residue found throughout is a strong indicator of use. The catheter appears to have been inserted at some point such that blood traversed the lumens. The wire has much more residue on the straight end than on the j-tip, indicating that end of the wire may have been inserted. The kink, bend, and helical coiling of the wire all indicate that the wire was subjected to excessive forces during use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh1793 showed no other similar product complaint(s) from these lot numbers. Device has not been returned, at this time.

Event description:
The doctor reported a faulty guide wire. The introduction wire in sheath was reportedly pushed in wrong direction and the wire formed a helix/spring after removal. The procedure failed.